Event description:
Boston scientific received information that this product was part of a system revision due to infection. Additional information received from the representative that during laser lead extraction, all leads were cut-up and damaged. However, the product was explanted and no additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.